Event description:
It was reported that during a crt implant procedure, a dissection of coronary sinus occurred when using the delivery catheter. The physician decided not to position the lv lead and terminated the surgery procedure. An echocardiogram post-surgery excluded the presence of fluid in the pericardial space. The patient's condition during and after the procedure was good.

Manufacturer narrative:
(B)(4).